Event description:
It was reported the coating peeled off. A v-18 control wire was selected for an angiogram and angioplasty procedure in the right lower limb. During use, the wire hydrophilic coating was noted to be peeling off. A second v-18 control wire was selected. Upon opening and inspecting the wire, the wire hydrophilic coating was noted to be peeling off. There were no patient complications. The procedure was completed and the patient was stable.

Event description:
It was reported the coating peeled off. A v-18 control wire was selected for an angiogram and angioplasty procedure in the right lower limb. During use, the wire hydrophilic coating was noted to be peeling off. A second v-18 control wire was selected. Upon opening and inspecting the wire, the wire hydrophilic coating was noted to be peeling off. There were no patient complications. The procedure was completed and the patient was stable. It was further reported the procedure was completed using a different brand wire.

Manufacturer narrative:
Device eval by manufacturer: the guidewire was returned for analysis. The distal tip polymer jacket was damaged; it remained attached to the guidewire body, but it was accordioned and stretched. The distal tip was bent. No other damages were found on the device. Dimensional inspection was performed, but the overall length and distal tip outer diameter could not be measured due to the damaged polymer tip. The outer diameters of the proximal and middle sections were found to be within specification.

Event description:
It was reported the coating peeled off. A v-18 control wire was selected for an angiogram and angioplasty procedure in the right lower limb. During use, the wire hydrophilic coating was noted to be peeling off. A second v-18 control wire was selected. Upon opening and inspecting the wire, the wire hydrophilic coating was noted to be peeling off. There were no patient complications. The procedure was completed and the patient was stable. It was further reported the procedure was completed using a different brand wire.